Event description:
It was reported that upon preparing the autopulse platform for pt care, the user found a user advisory 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. This problem did not negatively affect the pt.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection confirmed front and bottom enclosures were damaged. During functional eval of the returned platform, the customer reported issue of user advisory 7 (discrepancy between load 1 and load 2 too large) was confirmed. Review of the data archive confirmed that multiple user advisory (B)(4) faults were encountered. Further inspection confirmed that a defective single point load cell may have caused the reported issue. A definitive cause; however, could not be determined. Review of complaint trends does not suggest any increase in trend. No add'l info needed at this time.